Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator. On tuesday, the patient began experiencing uncontrolled tremors, with nursing staff noting increased weakness and worsening trembling. The patient had been charging the device for 10 minutes daily and reported that holding the wireless recharger to the implantable neurostimulator battery temporarily stopped the tremors, but the tremors remained unresolved overall. There was a review of a possible implantable neurostimulator discharge, which would turn therapy off, and it was explained that therapy would need to be turned back on using the patient programmer even after charging. It was unclear if the patient had their programmer at the rehab facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.